Event description:
It was reported that during the preparation, a piece at the back end of the guidewire had detached. The procedure was completed with another device and no patient complications were reported. Investigation results revealed that the sleeve was detached, therefore this event has been deemed an MDR reportable event. Please see for full investigation details.

Manufacturer narrative:
The returned sensor wire was visual and microscopically examine. The reported polytetrafluoroethylene (ptfe) peeled was not confirmed as this was not found during analysis; however, upon magnification, it was observed that the sleeve detached, and the sleeve returned overstretched. With all the available information, boston scientific concludes that the reported ptfe peeled was not confirmed, but sleeve detachment was identified. For this reason. These finding could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to cause the observed sleeve detachment. Based on the information available and analysis results, a conclusion code of adverse event related to procedure has been assigned to this investigation.